Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose at time of incident was 300 mg/dl. Customer stated the rewind message occurred after an alarm/alert. The customer stated that they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer was advised to revert to backup plan. Customer was advised that the device would be replaced.